Event description:
The patient reported that a couple of months ago, patient had v-go devices fall off of her stomach. The patient put on a new v-go at 10pm and patient had noticed that it came off by lunchtime the following day.